Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device was not returned. Additional information received that patient underwent an ipg replacement for upgrade purposes and also patient needs a magnetic resonance imaging (MRI) compatible device. No device malfunction was suspected.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device was not returned.